Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion area was located in a moderately tortuous and severely calcified iliac artery. During the procedure, it was noted that the balloon ruptured at the tenth inflation with a pressure of 10atm. The device was simply removed from the patient's body without any problem. The procedure completed with a different device. No complications were reported, and the patient's condition was good following the procedure.